Event description:
The international customer reported the ventilator backup battery is not getting charged due to the power supply. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.